Event description:
It was reported that a trained user experienced a severe low blood glucose event while using the ilet, with a measured glucose of 26 mg/dl, followed by loss of consciousness and a motor vehicle collision; the user was treated in the emergency department with intravenous dextrose and fluids and then released, and they subsequently chose to discontinue and return the device. Symptoms included hypoglycemia and loss of consciousness. Outcomes included serious injury and hospitalization. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.